Event description:
It was reported that the tip of the screwdriver broke during surgery and remains in the patient. The surgeon tried to screw in the screwdriver a second time as the screw was not flushed to the surface. He inserted it without the guide wire.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded or as stated in the event description, inserting the implant and driver without the use of the guide wire may have led to improper alignment or off-angle insertion. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.